Event description:
Pt reported a black mark has suddenly appeared on the screen of the infusion device. Pt stated he has not dropped or hit the infusion device on anything. Pt reported he looked at the screen and the next time the mark was there. Pt stated it goes over key numbers such as the basal rate. Pt reported no adverse event occurred. No further info available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.